Event description:
Burnt my skin/ when I used it, it burned my skin [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot "1203," expiry dec2021, on an unspecified date for pain. UDI number of thermacare: (B)(4). The patient bought the patches over the counter. Medical history was none. The patient's concomitant medications were not reported. Patient states she bought these and they burnt her skin. When she used it, it burned her skin and she can't even put on/ wear her clothes, she had "a huge stuff on her skin where she can't just get her skin back right." She used the product once. There was no treatment taken in response to the event. Thermacare was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burnt my skin/ when I used it, it burned my skin [thermal burn]. Case description: this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (weight: 117.93 kg or 260 pounds) used thermacare heatwrap (thermacare lower back & hip heatwrap, l/xl), device lot an9834, "1203," expiry 31dec2021, applied to lower back on an unspecified date for pain. Upc# 305733010037 (also reported as 30573301003); UDI number: unknown. As stated, the patient bought the patches over-the-counter. Medical history was reported as none. Her concomitant medications were not reported. As reported, the patient bought these some pain relief patches, thermacare back pain, and they burnt her skin on an unknown date. When she used the product, it burned her skin on her lower back and she couldn't even put on/ wear her clothes; she had "a huge stuff on her skin where she couldn't just get her skin back right." She used the product once. Samples of the product were available to be returned. The 2 count package was sealed and intact prior to event. There was no treatment taken in response to the event. Thermacare heatwrap was permanently withdrawn in response to this event on an unspecified date. The outcome of the event was unknown. On 06dec2019, the following information was provided by product quality complaint group: summary investigation has reasonably suggest device malfunction and this is a notification that the severity of harm has been selected by the manufacturing site as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (06dec2019 and 09dec2019): new information received from a product quality complaint group and a contactable consumer included: product updated from thermacare to thermacare lower back & hip, number an9834 updated from UDI to lot number, "some pain relief patches", severity of harm ranking and information on malfunction, patient's weight, additional upc number 30573301003, application site, burn site, product size, package was sealed and intact, and sample availability. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Site sample status was not received. Batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap," burned my skin." The cause of the wrap causing burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Review of records for release testing data shows an observed out of specification as summarized below: lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c as stated in spec-#, effective 07nov2018. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z - lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. ER-2583286 has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. ER-# found the most probable root causes for this incident is method / document unclear/lacking details. Per cap form-#, thermacare corrective action procedure (cap) - individual cell temperature high/low, effective 27aug2018, the 5 units isolated in location labfgbin (unit #s #, #, #, # and #) under sub-lot number an9834a will be discarded. The rest of batch an9834 was not impact; therefore, it was recommended for release. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch recordsor inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-#, complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to the trending chart attachment adverse event an9834. On this basis, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation.

Event description:
Event verbatim [preferred term] burnt my skin/ when I used it, it burned my skin [thermal burn], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip heatwrap), device lot number: an9834, expiry date: dec2021, upc/UDI number (B)(4), applied to lower back on an unspecified date for pain. Medical history was reported as none. Her concomitant medications were not reported. The patient bought the patches over-the-counter. The patient bought these some pain relief patches, thermacare back pain, and they burnt her skin on an unknown date. When she used the product, it burned her skin on her lower back and she couldn't even put on/ wear her clothes; she had "a huge stuff on her skin where she couldn't just get her skin back right." She used the product once. Samples of the product were available to be returned. The 2 count package was sealed and intact prior to event. There was no treatment taken in response to the event. Thermacare heatwrap was permanently withdrawn in response to this event on an unspecified date. The outcome of the event was unknown. On 06dec2019, the following information was provided by product quality complaint group: summary investigation has reasonably suggest device malfunction and this is a notification that the severity of harm has been selected by the manufacturing site as s3. According to the product quality complaint group: site sample status was not received. Batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap," burned my skin." The cause of the wrap causing burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Review of records for release testing data shows an observed out of specification as summarized below: lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c as stated in spec-#, effective 07nov2018. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z - lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. ER-2583286 has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. ER-# found the most probable root causes for this incident is method / document unclear/lacking details. Per cap form-#, thermacare corrective action procedure (cap) - individual cell temperature high/low, effective 27aug2018, the 5 units isolated in location labfgbin (unit #s #, #, #, # and #) under sub-lot number an9834a will be discarded. The rest of batch an9834 was not impact; therefore, it was recommended for release. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch recordsor inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-#, complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to the trending chart attachment adverse event an9834. On this basis, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation. No follow-up attempts are needed. No further information expected. Follow-up (06dec2019 and 09dec2019): new information received from a product quality complaint group and a contactable consumer included: product updated from thermacare to thermacare lower back & hip, number an9834 updated from UDI to lot number, "some pain relief patches", severity of harm ranking and information on malfunction, patient's weight, additional upc number 30573301003, application site, burn site, product size, package was sealed and intact, and sample availability. Follow-up (12dec2019): new information reported from product quality complaints includes product investigation summary results. Follow-up (27jan2020): follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from the product quality complaint group includes updated trend information and expiry date. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap," burned my skin." The cause of the wrap causing burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Review of records for release testing data shows an observed out of specification as summarized below: lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c as stated in spec-#, effective 07nov2018. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z - lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. ER-2583286 has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. ER-# found the most probable root causes for this incident is method / document unclear/lacking details. Per cap form-#, thermacare corrective action procedure (cap) - individual cell temperature high/low, effective 27aug2018, the 5 units isolated in location labfgbin (unit #s #, #, #, # and #) under sub-lot number an9834a will be discarded. The rest of batch an9834 was not impact; therefore, it was recommended for release. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch recordsor inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-#, complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to the trending chart attachment adverse event an9834. On this basis, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation.

Event description:
Event verbatim [preferred term] burnt my skin/ when I used it, it burned my skin [thermal burn], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number: an9834, expiry date: dec2021, upc/UDI number (B)(4), applied to lower back on an unspecified date for pain. Medical history was reported as none. Her concomitant medications were not reported. The patient bought the patches over-the-counter. The patient bought these some pain relief patches, thermacare back pain, and they burnt her skin on an unknown date. When she used the product, it burned her skin on her lower back and she couldn't even put on/ wear her clothes; she had "a huge stuff on her skin where she couldn't just get her skin back right." She used the product once. Samples of the product were available to be returned. The 2 count package was sealed and intact prior to event. There was no treatment taken in response to the event. Thermacare heatwrap was permanently withdrawn in response to this event on an unspecified date. The outcome of the event was unknown. On 06dec2019, the following information was provided by product quality complaint group: summary investigation has reasonably suggest device malfunction and this is a notification that the severity of harm has been selected by the manufacturing site as s3. According to the product quality complaint group: site sample status was not received. Batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap," burned my skin." The cause of the wrap causing burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Review of records for release testing data shows an observed out of specification as summarized below: lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c as stated in spec-#, effective 07nov2018. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z - lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. ER-2583286 has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. ER-# found the most probable root causes for this incident is method / document unclear/lacking details. Per cap form-#, thermacare corrective action procedure (cap) - individual cell temperature high/low, effective 27aug2018, the 5 units isolated in location labfgbin (unit #s #, #, #, # and #) under sub-lot number an9834a will be discarded. The rest of batch an9834 was not impact; therefore, it was recommended for release. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch recordsor inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. Per sop-#, complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. Refer to the trending chart attachment adverse event an9834. On this basis, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation. No follow-up attempts are needed. No further information expected. Follow-up (06dec2019 and 09dec2019): new information received from a product quality complaint group and a contactable consumer included: product updated from thermacare to thermacare lower back & hip, number an9834 updated from UDI to lot number, "some pain relief patches", severity of harm ranking and information on malfunction, patient's weight, additional upc number 30573301003, application site, burn site, product size, package was sealed and intact, and sample availability. Follow-up (12dec2019): new information reported from product quality complaints includes product investigation summary results. Follow-up (27jan2020): follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from the product quality complaint group includes updated trend information and expiry date. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00541 and MFR report number 1066015-2019-00549 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00541. MFR report number 1066015-2019-00549 is to be considered as deleted.

Event description:
Burnt my skin/ when I used it, it burned my skin [thermal burn]. Case description: this is a spontaneous report from a contactable consumer reporting for herself. A 57-year-old female patient (weight: 117.93 kg or 260 pounds) used thermacare heatwrap (thermacare lower back & hip heatwrap, l/xl), device lot an9834, "1203," expiry 31dec2021, applied to lower back on an unspecified date for pain. Upc# 305733010037 (also reported as 30573301003); UDI number: unknown. As stated, the patient bought the patches over-the-counter. Medical history was reported as none. Her concomitant medications were not reported. As reported, the patient bought these some pain relief patches, thermacare back pain, and they burnt her skin on an unknown date. When she used the product, it burned her skin on her lower back and she couldn't even put on/ wear her clothes; she had "a huge stuff on her skin where she couldn't just get her skin back right." She used the product once. Samples of the product were available to be returned. The 2 count package was sealed and intact prior to event. There was no treatment taken in response to the event. Thermacare heatwrap was permanently withdrawn in response to this event on an unspecified date. The outcome of the event was unknown. On 06dec2019, the following information was provided by product quality complaint group: summary investigation has reasonably suggest device malfunction and this is a notification that the severity of harm has been selected by the manufacturing site as s3. Product investigation summary results dated (B)(6)2019 was as follows: document review summary: batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.9°c). Lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z-lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. (B)(4) has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. (B)(4) found the most probable root causes for this incident is method / document unclear/lacking details. The buildup in the seal roll caused damage in the cell pack integrity on the edges of cells 1 & 2 allowing too much air entering into the cell that increase the temperature of the cells. The buildup is composed of sticky resin deposits and chemistry that pull up the top sheet of the cell pack creating holes or tears on the cell pack. (Name) discovered the seal roll buildup during the cap procedure execution. Corrective actions: the seal roll was cleaned to eliminate the buildup and the production of batch an9834 was completed. The 5 units isolated in location labfgbin (unit #s (B)(4)) under sub-lot number an9834a will be discarded. The rest of batch an9834 was not impact; therefore, it was recommended for release. Preventive actions: equipment cleaning, inspection and lubrication (cil) procedure will include instructions to inspect and clean the seal roll when there is a mistracking event for top and bottom film to prevent buildup that could cause cell pack integrity issues (hot cell). Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this lot. The previous complaint was not confirmed to have a manufacturing root cause related to the complaint. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On this basis, a trend does not exist for this batch. Severity of harm was s3. Site sample status was not received. A summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. No follow-up attempts are needed. No further information expected. Follow-up (06dec2019 and 09dec2019): new information received from a product quality complaint group and a contactable consumer included: product updated from thermacare to thermacare lower back & hip, number an9834 updated from UDI to lot number, "some pain relief patches", severity of harm ranking and information on malfunction, patient's weight, additional upc number 30573301003, application site, burn site, product size, package was sealed and intact, and sample availability. Follow-up (12dec2019): new information reported from product quality complaints includes product investigation summary results. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Document review summary: batch an9834 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.9°c). Lir-2583339 was initiated on run day 2 for lot an9834 for observed out of specification results of 45.3°c (tc1),45.4°c (tc16) in wrap 17 and 44.1°c (tc17) in wrap 18. These temperatures for individual cells are above the upper specification limit of 44.0°c. These wraps were pulled from production at 10:04 am, from batch an9834 (f00573301003z-lbh) on the 2nd day of production. The initial investigation did not identify a laboratory related issue to explain the out of limits result. The test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. (B)(4) has been opened to conduct a manufacturing investigation and batch impact will be determined in the investigation. (B)(4) found the most probable root causes for this incident is method / document unclear/lacking details. The buildup in the seal roll caused damage in the cell pack integrity on the edges of cells 1 & 2 allowing too much air entering into the cell that increase the temperature of the cells. The buildup is composed of sticky resin deposits and chemistry that pull up the top sheet of the cell pack creating holes or tears on the cell pack. (Name) discovered the seal roll buildup during the cap procedure execution. Corrective actions: the seal roll was cleaned to eliminate the buildup and the production of batch an9834 was completed. The 5 units isolated I.